Event description:
It was reported that the ilet device did not charge on the provided charging pad, with the charger displaying a blinking green light rather than a solid green indicator, and a replacement charger was shipped. No reported adverse health effects. Outcomes included no impact to patient health and the provision of replacement supplies. Investigation included customer communication and troubleshooting by confirming the reported behavior and arranging replacement of the suspected charger. Investigation of this case revealed a suspected charger malfunction consistent with an electrical power/charging issue localized to the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the charger.

Manufacturer narrative:
Initial.